Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported experiencing a sudden loss or change of therapy. In the past couple of days prior to (B)(6) 2015, her stimulation had decreased to where she was not feeling it and she had a return of frequency in urination. Therapy was on. The patient noted that she went through an airport security screener with therapy on about two weeks ago, which could be related to the issue. There were no traumas or falls reported that could be related to the issue. She increased stimulation to 1.7, could feel stimulation, and the situation was resolved. No outcome was reported regarding the patient's increased frequency. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.